Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance. Technical services (ts) was consulted and discussed available data. This device remains in service. No adverse patient effects were reported.